Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Corrected: d4 - additional device information corrected: d6a - date of implant corrected: d10.

Event description:
Additional information indicated the ipgs met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both patient's ipgs had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein both ipgs were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.